Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was screen frozen. A field service engineer (fse) verified the issue and confirmed that the touch screen on the patient access station was intermittent. The fse reseated the all-in-one unit and cleaned the screen surface, but the issue persisted. The fse replaced the unit and then disabled the firewall, reconfigured the drawer internet protocol address, removed the old network entry from the device manager, rebooted the system, and performed firmware updates. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, system station was screen frozen. The customer tried to reboot but still issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.